Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Device history record - no anomalies were found during manufacturing process of the product which could contribute and/or be related to reported condition. Complaint is confirmed by inspection of the returned tip. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a fractured tip of the cusa clarity: the cusa clarity was used during a laminectomy case of a (B)(6) year old male patient on (B)(6) 2020. The amplitude was set at 100%, aspiration was set at 100% (20ml per min). Proper set up was performed and no anomalies were observed. Proper prime and test were performed. Not more than two (2) minutes into using the tip, the tip fractured. Broken tip was contained in flue. Surgeon stated that he was not pressing when the tip fractured. Normal procedures was observed and surgery was completed without cusa. There was no patient injury and no delay in surgery.